Event description:
It was reported that during a hand assisted anterior resection procedure, the trocar was leaking. The device was being used with a stapler and the trocar was leaking to where they had to wait for the pnuemo to catch up to proceed with the procedure. The devices were used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4).